Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump kept constantly beeping. There was no reported adverse event.

Manufacturer narrative:
One cadd legacy 1 pump was returned for analysis due to constant alarming. The moment the device was powered up the device started double beeping. It was recommended to replace the downstream sensor to resolve the issue.